Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that immediately following lens insertion during an intraocular lens(iol) implant procedure, the patient experienced vitreous loss. Additional information was provided by the surgeon that the patient had a posterior capsular tear and required an anterior vitrectomy.